Event description:
The pt experienced surging, burning sensation that occurred with the newly implanted neurostimulator both on and off. The pt had felt the burning intraoperatively. With the device on and 0-7 programmed, the pt felt no paresthesia. With 8-15 programmed, the pt felt paresthesia in the right rib area. The stimulation target was coccyx to front. The pt felt it more at night while lying down. Device interrogation revealed impedances greater than 40,000 ohms on electrodes 0-7; impedances were 500-600 ohms on electrodes 8-15. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4). Reason for late MDR due to implementation of process improvement.